Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: review of the black box and download history revealed 7 occurrences of call service alarms on (B)(6) 2013 occurring directly after record of a replace battery alarm. On investigation, the pump powered on to the verify screen with a fully illuminated display screen that showed no signs of fading or discoloration. The pump was opened for investigation and revealed no evidence of moisture contamination inside the pump. Investigation was unable to duplicate the original complaint of a blank screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen did not light up and was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.